Event description:
It was reported that the power extension cable had exposed wires, sparking occurred and the patient's spouse experienced a slight shock from the power extension cable. No serious injuries or other adverse events were reported. The patient electronic system was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.